Event description:
Patient was implanted with helical blade and nail on (B)(6) 2011. This report is for a nail. This is 2 of 2 reports for the same event, complaint (B)(4).

Event description:
Pt was implanted with helical blade and nail on (B)(6) 2012. During a follow-up examination x-rays taken the helical blade had cut through the femoral head superiorly and is on the lateral side of the pelvis; approx. 4-5cm above the acetabulum. The helical blade had cut through the femoral head superiorly and is on the lateral side of the pelvis; approx. 4-5 cm above the acetabulum. The helical blade was originally implanted anteriorly in the femoral head and not centered. Reportedly the pt was non-compliant and did not follow weight bearing instructions. Plan is to revise the pt to a total hip replacement. This report is #2 of 2 for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. Correction: patient was implanted with helical blade and nail on (B)(6) 2011 and not (B)(6) 2013 as previously reported.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.